Event description:
Baxter product surveillance received report from a home patient's nurse that the transfer set had separated from the adapter. The transfer set was first placed onto the patient on that day, and was immediately changed since the patient did not leave the clinic. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.